Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient is unhappy with visual results post bilateral lens implants. The patient's doctor performed a yag laser sugery to both eyes for scar tissue. Reportedly patient's vision at 1 1/2 to 3 feet is alright, but beyond 3 feet everything is blurry. The patient indicated that a prk procedure is scheduled. This report pertains to the patient's right eye.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (023916) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.